Manufacturer narrative:
It was reported that patient underwent removal of foreign body/mesh revision/excision on (B)(6) 2007 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted. Following insertion the patient experienced infection, urinary problems, bleeding, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2007.